Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at t10-l5 to treat a compression fracture. It was reported that one of the break off tabs from the set screw was left in the patient. The patient is asymptomatic. Revision surgery to retrieve the fragment is not planned. No additional complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 5430030, lot h11e3058, expiration date 07/29/2019; lot h11f5351, expiration date 08/12/2019; lot h11h0164, expiration date 8/11/2019; part #7068396, lot h11g2626, expiration date 07/22/2019; lot h11j1221, expiration date 09/21/2019; lot h11j1236, expiration date 10/04/2019; lot h11j2718, expiration date 09/26/2019. For use by user facility/importer (devices only). (B)(6). (B)(4). Location : hospital. These parts are not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. The manufacture date for lot h11e3058 is 07/29/2011; the manufacture date for lot h11f5351 is 08/12/2011; the manufacture date for lot h11h0164 is 8/11/2011; the manufacture date for lot h11g2626 is 07/22/2011; the manufacture date for lot h11j1221 is 09/21/2011; the manufacture date for lot h11j1236 is 10/04/2011; the manufacture date for lot h11j2718 is 09/26/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.